Event description:
It was reported to boston scientific corporation in early 2006 that a rapid exchange biliary stent system was used during a procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, when trying to withdraw the device from the endoscope, the stent became detached from the delivery system and remained in the endoscope. The endoscope was removed from the patient and the stent was removed from the endoscope. The procedure was completed with a flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual inspection of the returned device revealed that the guide catheter was detached from the pull wire hypo tube, the push catheter was kinked and the pull wire was bent. A functional inspection revealed that the handle could be activated to advance and retract the inner pull wire, but the bend in the pull wire caused some slight resistance. The root cause of the damage is undetermined.